Event description:
"Caller alleged discrepant results compared with the poc and lab. Results as follows:" date: (B)(6) 2011, inratio: 3.0, poc meter: 2.7, lab: 2.81, (B)(6) 2011, 4.6, 3.5, (B)(6) 2011, 3.1, 2.7. Doctor set pt's therapeutic range:2-3. Cardiologist set therapeutic range: 2.5-3.5.

Manufacturer narrative:
Investigation pending.